Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. E.1: initial reporter facility name: (B)(6) hospital. E.1: the initial reporter phone: +13055789575. The initial reporter email address was not available / reported. Based on complaint information, the device remains implanted and is thus not available for evaluation. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7393488. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Stent deployment difficulty is a known complication associated with use of the enterprise vascular reconstruction device and is listed in the instructions for use (IFU) as such. Premature deployment of the stent in the patient may have led to damage of healthy intima, possible side branch occlusion, ischemia, infarct and/or the need for additional intervention. In addition, the patient underwent an additional surgical intervention by placing a second stent. Therefore, this event is usfda reportable under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00199 and 3008114965-2023-00200. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that on 20-mar-2023, a patient who presented with stenosis of the m1 segment of the middle cerebral artery (mca) underwent a vascular stent placement procedure using a 4mm x 16mm enterprise 2 vascular reconstruction device (encr401612 / 7393488) after balloon dilation. A guidewire and a 150cm x 5cm prowler select plus microcatheter (606s255x / 30936812) were advanced within a guide catheter and the physician encountered resistance during the process of delivery the microcatheter to the target position. After the microcatheter was placed in the target position, the physician started to deliver and release the stent. It was reported that the physician encountered resistance during the process of releasing the stent. When the stent was half released, the physician attempted to withdraw the stent but it released in the patient¿s vasculature reportedly without intention. An angiography was performed and it revealed that the stent was not covering the target lesion site. The physician switch to a new microcatheter and released a new stent (unspecified brand) to complete the procedure. It was reported that the procedure was prolonged for approximately 15 minutes. Procedure medical imaging was included in the complaint and is pending independent physician review.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) . The purpose of this MDR submission is to include the medical image review completed on (B)(6) 2023 and additional event information received on 09-apr-2023. The image included in the complaint underwent independent physician review. The assessment is documented below. "The description of the case is clear. The added images do not provide any useful additional information. Based on the description, the hcp encountered resistance with the microcatheter and wire in the treatment area during the navigation phase. It would be reasonable to assume, therefore, that attempting to place a stent in this region would result in resistance to stent deployment and subsequent non opening of the stent . The complaint happened in an icad case with pre-dilatation suggesting the possibility of an underlying dissection that caused the resistance in placing the stent. An underlying dissection would also explain why the stent remained in situ upon the attempt to retrieve it from the vasculature, as the stent could have been caught by the dissection. Unfortunately, the limited case images do not support or deny any hypothesis, nor is the description clear enough to reach any conclusions definitively. " physician name and date reviewed: (B)(6) md, (B)(6) 2023. On 09-apr-2023, additional information was received. The information indicated that an adequate flush was maintained through the microcatheter. A micro guidewire went through the same microcatheter but the physician also encountered some resistance. There were no visible kinks or other damages observed on the microcatheter. The balloon dilation was performed using a gateway balloon catheter (stryker). The information indicated that the additional new stent used to complete the procedure was an atlas® stent system (stryker). The replacement microcatheter was a stryker microcatheter. The physician did not consider the 15-minute procedure extension to be clinically significant. Information related to whether there was an allegation of patient injury due to the alleged product issue is reported as ¿unobtainable.¿ stent deployment difficulty is a known complication associated with the use of the enterprise vascular reconstruction device and is listed in the instructions for use (IFU) as such. Premature deployment of the stent in the patient may have led to damage to healthy intima, possible side branch occlusion, ischemia, infarct, and/or the need for additional intervention. Per additional information received on 09-apr-2023, the 15-minute delay was not significant and as a result the surgery prolonged code was removed. In addition, the patient underwent an additional surgical intervention by placing a second stent. Therefore, this event is usfda reportable under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. Updated sections: b.4, g.3, g.6, h.2, h.6, h.10, and concomitant products. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00199 and 3008114965-2023-00200. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.